Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system max pump. During the procedure, the pump did not function 100%. There was a point during the case where staff turned on the pump and it wasn't doing anything. The pump was unplugged and turned on and off a few times. After that, it functioned normally for the rest of the procedure which was successfully completed.

Manufacturer narrative:
Result: there is no visible damage to the exterior of the pump. Conclusion: the complaint indicates that the pump did not function 100%. There was a point in the case when the pump was turned on and it was not functioning. The pump was then switched off and on a few times, and then it functioned normally for the rest of the procedure. The pump was evaluated and the reported issue could not be duplicated. The pump functioned properly when on and when cycling off and on. The root cause of this complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.